Manufacturer narrative:
(B)(4).

Event description:
It was reported via medwatch "while getting access for pacemaker, microwire wrapped around wholey wire and got knotted while getting second access. We were trying to get it unknotted and the microwire broke. We had to call intervention radiologists to retrieve wire from patients left subclavian vein by snare from groin access". The patient's current condition is reported as "unknown" at this time. Additional information was requested from the customer, no additional information has been given at this time.

Manufacturer narrative:
(B)(4). Correction to section h: UDI number. Additional information: no return product evaluation could be completed as the device was not returned for investigation. It is unknown where the wire broke. A DHR review was completed, and no issues or non-conformities were noted. Case details were reviewed. The IFU states the following warnings and precautions: - never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation. - do not withdraw the guidewire through the needle. If necessary, remove both the needle and guidewire as a unit to prevent the needle from damaging or shearing the guidewire. It is unknown if the wire was operated against resistance or wire was withdrawn through the needle. Based on the information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.

Event description:
It was reported via medwatch "while getting access for pacemaker, microwire wrapped around wholey wire and got knotted while getting second access. We were trying to get it unknotted and the microwire broke. We had to call intervention radiologists to retrieve wire from patients left subclavian vein by snare from groin access". The patient's current condition is reported as "unknown" at this time. Additional information was requested from the customer, no additional information has been given at this time.